Event description:
On (B)(6) 2009, the patient reported that she changed her insulin cartridge, infusion tubing and site and she received an e4 (occlusion) error while attempting to bolus. She was instructed to disconnect from the infusion site and she was able to prime without error. She was advised to change the infusion site and she found that the cannula was bent. She stated that she is 7 months pregnant and has difficulty inserting the infusion sites. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.